Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc and act button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed displacement test and self test. Device received with cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump down button not responding, unresponsive. Customer's blood glucose level was 141 mg/dl. Troubleshooting was performed. Customer observe time clock for one minute and time advances. Customer was advised to discontinue use of the device and revert to a back up plan. The insulin pump will be returned for analysis.